Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor error alarm and no delivery alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer did not treat their high blood glucose levels. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer performed and passed both the self-test and displacement test. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm was a recurring issue and remained unresolved. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime.